Event description:
It was reported that the patient presented in emergency room after receiving the patient notifier for out of range high hv lead impedance. The out of range values were isolated to the rv to can and svc to can vectors. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.